Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas with dexcom g7 experienced hypoglycemia with a reported low glucose of 39 mg/dl after not announcing a morning meal and following a prior elevated glucose near 204 mg/dl that could have prompted system-delivered correction and adaptive basal delivery. Symptoms included confusion during the low. Outcomes included self-treatment with oral carbohydrates (ice cream and juice), glucose recovery to 59 mg/dl by end of call, no back-up therapy, no professional intervention, and no hospitalization. Investigation included troubleshooting and education regarding meal announcements, adaptation behavior, alarm use, and software update, with data sync performed. Investigation of this case revealed missed meal announcement and possible system adaptation and correction contributing to hypoglycemia. It was concluded that user behavior related to meal non-announcement contributed to the event, with device performance consistent with design and available data. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.